Manufacturer narrative:
The issue of blood leak has been studied under technical summary.

Event description:
In 2005, the center reported a blood leak on a CT 190g dialyzer. This dialyzer had been reused 3 times and had been reprocessed 4 times. There was no pressure alarm during the event treatment. There was a blood leak alarm, blood was seen in the dialysate side, and this was confirmed with a positive hemastix. The tech stated that the estimated blood loss was approx 250cc. The treatment was continued with new disposables. The facility uses renalin 100. The renatron had periodic maintenance performed on schedule in mid-september and had been calibrated. The facility has been using the renatron since march of 2005. Prior to that, the facility did a manual reuse program. The system has an ro water source and the psi going into reuse system is 12 (at the blood port rinse out).